Event description:
It is reported that the physician was attempting to treat a lesion in right distal superficial femoral artery(sfa) using an everflex stent. The target lesion was reported to be calcified, had little tortuosity, moderate calcification and 100% stenosis (cto). The device was prepped per IFU with no issues noted. The physician used a re-entry device to cross the distal part of the lesion and pre-dilated using a 5 mm pta balloon. No resistance was felt when advancing and no excessive force was used. The thumbscrew/lock-pin of the everflex device was secure and removed just prior to deployment of the stent however, the physician reported a feeling of resistance during deployment and before completion of the deployment a crack was felt. The physician reported that the stent was fully released into the lesion but, the physician has reported that the stent has stretched by approx. 10mm. No patient injury reported

Manufacturer narrative:
The everflex entrust stent delivery system, (sds), was received for evaluation. A 0.014¿ guidewire of unknown make and model was also received. The instruction for use(IFU) accompanying this device recommends the use of a 0.035¿ guidewire. A disc of cine images from the procedure were received for evaluation. The entrust sds was received with the red safety tab fully removed from the sds handle. The red safety tab cavity of the handle was examined: the inner guidewire lumen was folded up within the cavity. The pull cable was not visible within the cavity. The handle was split open. The guidewire lumen was accordion folded in the region of the handle of the safety tab cavity and the pull cable was still attached to the thumbwheel however it was out of its attachment to the outer sheath. The disc of cines contained 29 files of cines of different file image sizes. Elongation of the stent can be seen on these cines. However, the amount of stent elongation could not be determined from the cines due to the quality and clarity of the cine images. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.